Manufacturer narrative:
A ge service representative performed an on site investigation and found an aftermarket keyboard installed. The keyboard and mouse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system failed to boot up. There are no reports of patient injury or death associated with this event.